Event description:
It was reported that the patient expressed dissatisfaction with the longevity (unexpected longevity) of the implantable pulse generator (ipg). A healthcare consult was initiated and no intervention was performed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, device not yet reached elective replacement indicator (eri) with remaining longevity mean of 29.5 months, with a 22.8 month minimum to 36.2 month maximum range.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.